Event description:
As reported by the field clinical specialist, during a transfemoral tavr procedure with a 26 mm sapien 3 ultra valve, the 26 mm commander delivery system balloon burst radially during valve deployment and after full expansion of the valve. The valve was successfully implanted and the delivery system was safely removed as a unit with no difficulty. There was no patient injury. No instruments were used to remove the balloon cover. There was severe calcium noted in the lvot. There was no leak noted in the delivery system. There was no difficulty with valve alignment. A bav was not performed. +1cc of nominal volume was used.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), and conclusions in this section have been updated. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery of the patient's anatomy was provided and showed evidence of severe calcification in the lvot/landing zone. In this case, the reported balloon burst was unable to be confirmed due to unavailability of photos of the device or video of complaint event, and the device was disposed and unable to be returned for evaluation. Available information suggests patient factors (severe calcification in the lvot/landing zone) likely contributed to the event. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Additionally, the complaint report suggests that an additional 1cc of inflation volume from recommended inflation volume suggested in the IFU was used. While the prescribed nominal inflation volume is provided in the IFU, it is possible that extra inflation volume was used (over-inflation), subjecting the balloon to pressures high enough to cause the balloon to burst. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.